Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015, after lens was implanted, when blurry vision started if implanted, give date: although a date of (B)(6) 2015 was provided as the initial surgery date, review of the implant card noted the surgery date as (B)(6) 2016. If explanted, give date: (B)(6) 2016, exact day not provided, only month and year (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct300 16.5 diopter, was explanted from a male patient and replaced with the same model but a higher (17.0) diopter. Additionally, it was reported the patient complained that his vision wasn't clear and it was in the right eye after both eyes were operated on. He had his original surgery in (B)(6) 2015. It was noted that the lens rotated 10-15 degrees in (B)(6) 2015. It was then decided to perform a re-positioning in (B)(6) 2016 with a capsular tension ring. The patient continued to complain about blurry vision so an explant was performed in (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
On the initial MDR only adverse event was indicated. Explant date was explained with a month and year only ((B)(6) 2016). The actual day date was provided that explant of lens occurred on (B)(6) 2016. This information was inadvertently not provided in the initial MDR. A surgery date of (B)(6) 2016 as provided on the implant card. This date reported is incorrect (typo) and should read 10/29/2015. Follow up provided there was no patient injury reported post op. This supplemental MDR reflects the necessary corrections. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.